Event description:
Pacemaker quit working. Pt found on floor of bathroom, unresponsive without pulse. Pt was cyanotic and required immediate, emergency transport to the local emergency dept. Was then transported to another facility for possible pacemaker re-implantation. Hospital admitting diagnosis: pacemaker dysfunction.